Event description:
Patient called, stated their implant was heating up and was scolding hot when they were charging their implant. Patient then mentioned they shut down the stimulator, they had to use ice to cool off their back and has not turn their stimulator on since then. Patient noted their implant was low now. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent asked, patient confirmed it was the implant that was getting hot and not the recharger. Agent consulted with technical services and reviewed information with patient. Patient asked if they can charge their implant, agent informed patient they can but to monitor and stop charging if they notice heating. The patient was redirected to their healthcare provider to further address the issue. It was reported that patient was recharging and implant got hot to the point of discomfort, redness, and the need to use ice. They had impedances checked, then spoke with tech services but found that entirely unhelpful. Patient was able to charge at home while seated, and went from 0 to 60% with only minor warming. In the clinic, manufacturer representative (rep) and patient charged together from 60 to 80% without any complaint. Rep reported patient will continue to use her device and charge at home on a daily basis, but thinks part of the issue may be that they were laying on the charger wand during charging. They reported it would likely be best to replace the recharger portion of their unit. Cause of issue was unknown and it is unknown if issue has been resolved. Rep reported they will provide any additional information as it becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This charging cable seemed to help, but the patient is experiencing difficulty again. She states that the connection is always excellent but that her internal battery doesn't seem to consistently charge. Can we try replacing the battery in her controller? Technical services (tss) replied stating that we would need the serial and model number from the battery to replace the component. However, the controller battery does not affect the rate at which the controller charges the ins battery, so replacing the controller battery does not seem like it would resolve the issue described. You should direct the patient to contact patient services (pss) at 800-510-6735. They can work with the patient to understand the problem and troubleshoot with the patient. If they think the controller battery needs to be replaced they will do that.

Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown lot# serial# unknown implanted: explanted: product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) regarding the pt's implantable neurostimulator (I ns). Rep reports patient had a heart attack on may 24, that was unrelated to the device/therapy. Rep reports that since then when the pt is charging the recharger feels hot, no temperature screen seen on the controller. Caller reports patient did not bring their recharger to the appointment today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient has not had any further issues with charger or heating since initial report. Patient saw their physician 3 weeks ago and noted they would be unable to help: physician noted the only solution or way of troubleshooting they could provide would be to remove the device entirely. The patient is using the stimulator and getting good pain relief. Information indicates the issue has been resolved.

Manufacturer narrative:
Section b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that recharger was getting hot during charging sessions. A replacement recharger telemetry module (rtm) was sent out.